Event description:
The manufacturer received information alleging the device has stopped during therapy. There was no patient harm or injury reported with this notification. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported the manufacturer received information alleging the device has stopped during therapy. There was no patient harm or injury reported with this notification. The device was sent to a manufacturer service center for evaluation. During device evaluation an electrical error code was observed. The device main board was replaced to address the error.